Manufacturer narrative:
During a coil embolization assisted with an enterprise vrd of a vertebral artery aneurysm that was not calcified and was heavily tortuous, while pulling back the microcatheter (prowler select plus, details unknown) in order to place the enterprise vrd (enc452212/10023620), the delivery wire slipped into the aneurysm. Since there was a possibility of the vrd distal markers slipping into the aneurysm, the decision was made to retrieve both the vrd delivery system and the microcatheter as a unit and embolize the parent vessel with coils instead of implanting the vrd due to the level of tortuosity of the parent artery; it was thought that another attempt would be difficult. During the attempt to deploy the stent, the microcatheter was withdrawn to expose the stent, and constant fluoroscopy was performed at all times. Prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection. There were no damages noted on the complaint product after the event. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There was information regarding the characteristics/size of the parent vessel/aneurysm. The enterprise was not recaptured more than once, and there was no complaint against the microcatheter or any resistance friction that might have contributed to the event. There was no further detailed information but it was noted that the procedure was successfully completed. No further information is available and procedural images are not available. There were no patient injuries/complications reported. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10023620. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The device is not available for analysis. Based on the reported information, the reported difficulty positioning the enterprise vrd was related to the heavily tortuous vessel characteristics. The instructions for use outlines that intracranial artery stenting is generally contraindicated in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to severe intracranial vessel tortuosity. With review of the reported information there is no indication of any device manufacturing issues impacting the event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10023620. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The procedure was coil embolization assisted with an enterprise vrd of vertebral artery that was not calcified and heavily tortuous, and during the procedure, while pulling back the microcatheter (prowler select plus, details unknown) in order to place the enterprise vrd ((B)(4)), the delivery wire slipped into the aneurysm. Since there was a possibility that the vrd distal markers slipping into the aneurysm, decision was made to retrieve both the vrd delivery system and the microcatheter as a unit and embolize the parent vessel with coils instead of implanting the vrd due to the level of tortuosity of the parent artery, it was thought that another attempt would be difficult. Afterwards, the coil embolization procedure was suspended and instead, a parent artery occlusion was performed. During the attempt to deploy the stent, the microcatheter was withdrawn to expose the stent, and constant fluoroscopy was performed at all times. The enterprise was not recaptured more than once, and there was no complaint against the microcatheter or resistance friction that might have contributed to the event. There was no detailed information but it was noted that the procedure was successfully completed. No further information is available and procedural images are not available. There were no patient injuries/complications reported. Prior to use, no defect (kink, bends etc) was noted on both the mc and the vrd by visual inspection. There were no damages noted on the complaint product after the event. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There was information regarding the characteristics/size of the parent vessel/aneurysm. Mrs was unknown. There is no information regarding antiplatelet therapy. No information regarding inr, pt, ptt and the occlusion rate of the aneurysm. No information regarding the devices utilized during the procedure.